Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was inaudible despite the volume set at high. During system check, a pump alert was inaudible. There was no reported impact to customer¿s blood glucose. Customer reverted to manual injections for insulin therapy.